Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in italy as follows: it was reported that a patient underwent the implants removal procedure on (B)(6) 2022 due to suspected peri-plantar infection. Antibiotic therapy was needed. The patient is currently hospitalized due to the infection resulting from osteosynthesis of the right calcaneus due to an open fracture. The original implantation was done on (B)(6) 2022. This report is for one (1) unknown screw. This is report 7 of 7 for complaint (B)(4).